Event description:
It was reported that unexplained ECMO circuit clotting, leading to the death of a pt who was fully anti coagulated. The first circuit was changed in 10 minutes. After this, the venous saturation dropped to 110mm hg. The perfusionist administered 200 ml of albumin plus 100 ml of saline. After a few minutes, the pt crashed and the heart arrested. A bolus of inotropes was given and the pt was resuscitated. In the next 2 hours the pt arrested several times and expired. The two circuits were emptied and the perfusionist stated there were no visible major clots. Some deposits of fibrinogen were present. The physician stated some clots in the arterial side were seen. The circuits are not available for investigation. Eecmo- extra corporeal membrane oxygenation. (B)(4). This event is also related to medwatch mfg. Report #8010762-2015-00224.

Manufacturer narrative:
Up to date no further details on the identity of the product are available (no model, no part number, no lot number). The customer stated that the circuits are not available for investigation. Clotting is a known phenomenon to maquet cardiopulmonary ag and has been thoroughly investigate din a previous complaint. Based on the results obtained during previous complaint. Based on the results obtained during previous investigation of similar complaints and the information available at this time, non-device related factors may have contributed to the reported event. The failure will be handled through a designated maquet cardiopulmonary track and trending process. A supplemental medwatch will be submitted if additional information becomes available.